Event description:
Patient with taxol infusing, came back to her chair after going to the bathroom. Patient sat in her chair and noticed that her filter on the tubing had become disconnected from port line. Chemo spill kit used to contain the spill. Spill precautions followed. Pharmacy notified. Charge nurse notified md made aware. Patient discharged to home.